Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experience a blood glucose (bg) level of 333 mg/dl and correction boluses were delivered to address the bg level. Tandem technical support had the customer perform a system check and the cartridge and tubing were found to be operating as expected. The infusion set site was thought to be a possible cause of the high bg level; however, the customer reconnected the tubing back to the infusion set site and resumed insulin delivery. The customer declined cts's offer to assist with the changing of the infusion set site. The customer indicated that a correction bolus was to be delivered after the site was changed.